Manufacturer narrative:
Concomitant medical product: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the stimulator quit working. They stated that they plugged the controller into the wall and they go to charge their back, but it won't charge. The patient stated that they left the recharger on their ins for over and hour and it had no charge. The patient stated that when they called the handheld controller was at 60 percent charged and the ins was at 0 percent. On the call, patient services had them position the recharger over the ins and press the try again. The caller indicated that the controller found the ins and reported having excellent recharge quality. In the time the patient was talking while on the call, their handheld went from 60 percent down to 40 percent and the ins was still at 0 percent. This was what they stated it does for them. They had it charging at excellent, but it doesn't get a charge on the ins. The patient was asked if they checked the status a lot, and the patient stated sometimes. The patient was told to not check the status because it interrupts the charging. They were told to charge for over an hour without checking on it and then to check the status after an hour to see if they got any percentage on their ins. If this doesn't resolve the issue they were told that they would need to follow-up with their healthcare provider (hcp). It was reported that the issue of not being able to charge the ins began the last part of (B)(6) 2018. It was indicated that their recharge temp was at 4. No further complications were reported/anticipated.